Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was opened and it was noted that the shaft of the device was oily. This device was never used on procedure. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with an ecr45w cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No excessive of lubricant was noted on the shaft area. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. No incident related to the reported event was observed during the batch record review.